Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt200 adult breathing circuit failed the servo-I ventilator test. They further reported that a pinhole was found on the dryline tube. This was found during setup, prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the dryline tube of the complaint rt200 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 17.5cm away from the connector. A lot check revealed no other complaints of this nature for the lot number 120319. Conclusion: it was identified that damage to the rt200 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(6) 2012. We have not received any complaints of this nature for product manufactured after (B)(6) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions for the rt200 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).